Event description:
It was reported that the customer had repeated no delivery alarms on the insulin pump. Customer had an issue with 2 infusion sets from the last infusion set box and with 3 infusion sets from the box that they are using now. Pump detected an occlusion that prevents the flow of insulin. It was explained that a possible connection issue or an occlusion in the tubing could lead to no delivery alarms. Customer will call back tomorrow to complete troubleshooting. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.